Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing noise on the right ventricular (rv) lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.